Manufacturer narrative:
The baxter technician found the upper and lower vario needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the upper and lower vario to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the envision mattress kit bed exit was not alarming. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not know if this event was already communicated to another baxter department or authority.